Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call damage on the insulin pump. Customer's blood glucose level was 9.2 mmol/l. Troubleshooting for cosmetic damage was performed. It was reported the reservoir compartment was damaged and cracked. Advised to discontinue use of the device and revert to a backup plan. Advised that the device would be replaced and agreed to return the product for analysis.